Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the display was missing pixels. In addition, there was wear and tear damage on the enclosure, the pump was noisy, and the faulty float switch failed to alarm. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (missing display segments) was confirmed during testing. The product problem occurred due to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: float switch, pump assembly, pcb, enclosure, tank cover, and line cord. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that some of the display segments were missing. No patient injury or complications were reported in relation to this event.